Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a high blood glucose of 400 mg/dl. Customer also reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was 400 mg/dl at the time of call. Customer declined high blood glucose troubleshooting and no form of treatment was reported. Customer stated that the insulin pump buttons were hard to press and scrolling after exposure to water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.